Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal descending anterior artery. A 4.00 x 24mm synergy drug-eluting stent was advanced to treat the lesion. However, during positioning of the stent, it was noted that the stent was deformed. The device was removed and the procedure was completed with another of the same device. There was no serious injury or adverse patient effects.

Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/21/2018 12:47 am. The report number is being corrected from: 2134265-2018-64506 to: 2134265-2018-60735.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal descending anterior artery. A 4.00 x 24mm synergy drug-eluting stent was advanced to treat the lesion. However, during positioning of the stent, it was noted that the stent was deformed. The device was removed and the procedure was completed with another of the same device. There was no serious injury or adverse patient effects. A synergy ous mr 4.00 x 24 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to proximal stent row 9 with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of the outer and the inner lumen and mid-shaft found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.